Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose of 313 mg per dl after infusion set insertion likely due to site not being changed as per instructions for use resulting in potential absorption issue managed with insulin pump with no hospitalization reported on (B)(6) 2026.